Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non-reproducible false positive accutni result for one patient generated by access 2i (lxi) immunoassay system. The customer has a proactive procedure implemented to verify all unexpected results prior to reporting out of the laboratory. The practice is to retest all accutni results of >0.1 ng/ml through an automatic rerun process. If the repeat does not match an aliquot of the sample will be re-spun and re-tested. The event will be assumed to be a worse case scenario and initial result recovered was above the acute myocardial infarction (ami) cut-off. The sample was repeated and result within the normal reference range was obtained. Raw data results were not provided. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were collected in bd lithium heparin tubes. Qc was within specifications. Service was not dispatched. A clear root cause can not be determined for this event.